Event description:
The account alleged that the left foot caster will not engage in brake. Brake not holding.

Manufacturer narrative:
The account found that the rivet came out on the right brake/steer link bar at the head end of the bed which would not allow the brake to engage.